Manufacturer narrative:
Through follow up communication, livanova deutschland learned that the device is cleaned regularly per the instruction for use and is placed inside of the operation theater during use. A lab reporting confirming contamination with acid-fast bacilli was provided.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was tested positive with a water test. There is no known patient involvement.